Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. A review of the device history record did not reveal any mfg variances related to this event. The device in question was not returned to the MFR for analysis. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. Due to the legal nature of this incident, all further communication/investigation will be conducted via the previous/current MFR's legal depts. No further details are available. The MFR is now closing the file on this event. MDR#1219454-1997-00170, MDR#1219454-1997-00171 and MDR#1220923-1997-00035. Submitted to the FDA 1/26/99.

Event description:
On 11/10/1997, the manufacturer (MFR) received a letter from the patient's attorney which states the following: recently this office was contacted by the above named individual (patient). He had one of co's product's implanted on february 21, 1997, at a facility. In august he began to have problems and was seen at the facility. They found that the tip of the catheter had fractured. The patient was then referred to a facility. Surgery was performed there to remove the portion of the catheter that had moved upwards. The impression he was given was that the problem was caused by co's product. Certainly it did not perform in the expected manner. This office has been retained by the patient to seek compensation for his injureis. Source can forward copies of the records source has, once an appropriate contact person is identified. Source hopes that after analysis of this situation company will have an interest in a resolution short of litigation. Source looks forward to hearing from co. No further details were provided at this time.